Event description:
Customer reported around noon, he had glucose results of 201 mg/dl using his advantage system and tested back to back with result of 258 mg/dl, and a third test of 113 mg/dl. Customer stated results were taken within five minutes. Customer did not feel signs of hyper or hypoglycemia while testing and felt 'fine' the rest of that day. Customer reported he had 'worked out at the ymca' that morning. No indication customer made action or inaction based upon results obtained and takes no diabetes medications. The original location of the alleged event was not provided. At the time of the report, customer no longer had the test strips that produced the discrepant values.